Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer also received a no delivery alarm form the insulin pump. The customer did not have a bent cannula or an explanation about what may have caused the alarm. The customer sent the product back for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. However, the pump had intermittent button response due to corroded keypad traces. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.